Manufacturer narrative:
(B)(4). Sample is not available.the lot number availability is unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during initial drain. The home patient's (hp) pressed go to start therapy before connecting to the hc. (B)(4) explained the message to the care giver (cg). (B)(4) informed the cg to start over using new supplies. (B)(4) had the cg recycle the hc. During a follow up with the home patient's (hp) nurse, the cause of the alarm was explained to the nurse. The nurse said she was not aware of that instance of the alarm but that lately therapy was going without complications. There was no serious injury or medical intervention indicated at the time of the initial report.